Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not recharged her ipg consistently and was unable to recall how long the ipg has been inoperable. The patient underwent surgical intervention on (B)(6) 2017 to remove and replace the ipg. Postoperatively therapy was resumed. Device information unknown.

Event description:
Follow-up revealed the ipg that was reported initially was in reference to competitor's device.